Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor's rv lead exhibited high out of range pacing impedance measurements >2000 ohms. Boston scientific technical services (ts) further discussed option of testing noise and test impedances and also option of x-ray to evaluate lead and device connection and conductor. Additional information made available from field representative that cause was not conclusively determined. The system remains in service. No adverse patient effects were reported.